Event description:
It was reported through the database related research activities (drra) report source on behalf of the md-epidemiology, the following complications were reported in the drra potential complaint form and final study report (study number (B)(6)), aligned to a cerenovus product (embotrap (first or second generation) stent-retriever device) during the analysis years of (B)(6) 2018 ¿ (B)(6) 2020. It was reported that thirty-three (33) patients underwent a thrombectomy procedure with the embotrap stent-retriever (unknown product code/unknown lot #) device and experienced peri-procedural intracranial hemorrhage (ich).

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Date of event: the date of the event/study is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone, and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: it was reported through the database related research activities (drra) report source on behalf of the md-epidemiology, the following complications were reported in the drra potential complaint form and final study report (study number (B)(6)), aligned to a cerenovus product (embotrap (first or second generation) stent-retriever device) during the analysis years of (B)(6) 2018 ¿ (B)(6) 2020. It was reported that thirty-three (33) patients underwent a thrombectomy procedure with the embotrap stent-retriever (unknown product code/unknown lot #) device and experienced peri-procedural intracranial hemorrhage (ich). Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Since these conditions can cause permanent damage/death or may require or required medical intervention to prevent permanent damage/death, these events are MDR reportable. With extremely limited information available, the relationship between device and the peri-procedural intracranial hemorrhage (ich) cannot be determined. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of five products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2021-00087, 3011370111-2021-00088, 3011370111-2021-00089, and 3011370111-2021-00090. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.